Manufacturer narrative:
B5 - executive summary - updated, d4 ¿ expiration date ¿ added, d4 ¿ gtin ¿ updated, h4 ¿ manufacturing date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that wire sluffed off some particles when placed into the hep saline. No further information was available. The subject device was not returned for analysis, however, an image was available in the communication log indication potential poly tetra fluoro ethylene (ptfe) coating peeling. Ptfe coating can be damaged during backloading of the guidewire through the introducer or due to interaction with an under tightened torque device. It is unknown from the available information if an introducer or torque device was used with the guidewire. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the subject guidewire sluffed off some particles when placed into saline. The procedure was reported to be completed successfully. No further information available.

Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the subject guidewire sluffed off some particles when placed into saline. No further information available.